Event description:
It was reported that unstable speed occurred. A 1.50mm rotapro atherectomy system was selected for use. During the procedure the rotation speed is set to 200,000 rpm. However, the rotational speed became unstable and increased to 226,000 rpm in normal mode. The speed was re-set, and the procedure successfully completed using this device. There were no patient complications.

Manufacturer narrative:
D9 returned to manufacturer date: corrected. Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the device identified that the coil was kinked and stretched at the handshake connection. Microscopic examination of the device found no damage or irregularity. Video media provided by the customer was analyzed. The console was shown in normal mode with unstable and high-speed readings. A deceleration speed indicator image was visible confirming the reported event.

Event description:
It was reported that unstable speed occurred. A 1.50mm rotapro atherectomy system was selected for use. During the procedure the rotation speed is set to 200,000 rpm. However, the rotational speed became unstable and increased to 226,000 rpm in normal mode. The speed was re-set, and the procedure successfully completed using this device. There were no patient complications.